Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth due to the concerns of the product."

Event description:
Patient reported a left side "exchange from textured to smooth due to the concerns of the product." Patient representative reported patient experienced ¿capsular contracture,¿ baker grade unknown and ¿pain.¿ patient representative also reported patient ¿suffered personal injuries and related damages¿ and ¿suffering and loss of confidence;¿ these events are not related to the device. Device was explanted. This record is for the left side.